Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and that the imaging core measure was consistent with specifications. Microscopic inspection revealed the guidewire exit port was partially torn. X-ray analysis revealed no discernible defect with the tip marker band.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, when the catheter returned to its original position after pullback, the distance between the catheter tip marker and the transducer marker was wider than usual. The catheter was removed normally. Once outside the patient it was noted that the shaft was all the way out of the connector. The detached catheter was put together and it was seen that the distance between the tip marker and the transducer were much wider compared to the usual position. The procedure was completed with another of same device. There was no patient injury, and the patient condition was stable.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, when the catheter returned to its original position after pullback, the distance between the catheter tip marker and the transducer marker was wider than usual. The catheter was removed normally. Once outside the patient it was noted that the shaft was all the way out of the connector. The detached catheter was put together and it was seen that the distance between the tip marker and the transducer were much wider compared to the usual position. The procedure was completed with another of same device. There was no patient injury, and the patient condition was stable.